Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that repeatedly (B)(6) architect hbsag results were generated for a (B)(6) year old patient admitted for a bone fracture. The sample tested (B)(6) using the (B)(6) method and the (B)(6) method. Additional (B)(6) testing using the (B)(6) method was (B)(6) ((B)(6)). The customer is unsure whether the architect hbsag result is (B)(6) or the other methods are (B)(6). (B)(6) testing was (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. Clinical sensitivity performance testing of commercially available seroconversion panels was performed using an in-house retained architect hbsag kit. All specifications were met indicating that the lot is performing acceptably. Based on the available information, no product deficiency was identified. It is possible that the hbsag result is a true negative due to the fact that the patient tested negative for hbv dna.